Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site on (B)(6) 2026. On (B)(6) 2026, at approximately 11:30 a.m., the patient¿s bg level was reportedly 400 mg/dl. At that time, the patient was experiencing significant weakness and malaise, along with sweating and confusion/disorientation. Despite these symptoms, the dexcom mobile application was reportedly displaying a low estimated glucose value (egv). Due to the patient¿s condition, his wife contacted emergency medical services. Upon evaluation by emergency responders, the patient¿s bg was reportedly 650 mg/dl, and insulin was administered. The patient was transported to the emergency department and initially remained there for approximately 24 hours. During hospitalization, the patient¿s bg reportedly increased to 1,170 mg/dl, and he was transferred to the intensive care unit (ICU), where he remained for four days. The patient was treated with an intravenous insulin drip. The patient was discharged from the hospital on sunday, (B)(6) 2026. At the time of the report, the patient stated that he was feeling much better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when experienced symptoms. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when checked by ems and during hospitalization. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.